Event description:
Customer obtained readings of 556 mg/dl and 548 mg/dl on her aviva meter within 4 minutes. She checked her blood glucose about 1.5 hours later and obtained a reading of hi (greater than 600 mg/dl). She states that she then took 11 units of humalog insulin and started to feel hypoglycemic symptoms (actual symptoms not provided). Customer's husband transported her to the hospital, where they obtained a reading of 63 mg/dl on their meter, about 30 minutes after the customer's reading of hi. Hospital staff treated her with a "glucose shot" and she felt better soon afterward. Customer was not admitted to the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
.